Manufacturer narrative:
The company service representative examined the system and found the system message (sm) - [call field service] in the event log. The company service representative attributed this issue to the power shutdown at the customer's site. The company service representative replicated the issue of poor phaco and replaced the non-conforming vitrectomy valve cable assembly to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on april 16, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming vitrectomy valve cable assembly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system lost power during a combination cataract - retinal surgery. The back up system was used to complete the procedure. No patient harm is reported. Additional information has been requested.